Event description:
A pixel issue was reported on the pump display, affecting the customer's ability to read the pump screen. There was no adverse impact to the customer's blood glucose level. The customer used an insulin pen as a backup, and technical support arranged to replace the pump, which was covered under warranty.